Event description:
It was reported that during an unk procedure, the jaws would not open after 3rd firing. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was received opened by the seam. In addition, the firing trigger became broken off when cycling the instrument for functionality, as the plastic was brittle. The analysis results confirmed that one instrument was returned in good visual condition. When testing the instrument for functionality the firing trigger broke off. The instrument was disassembled and no anomalies were found but 13 clips remaining inside the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.